Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information received reporting the pump is not available for return. Care was withdrawn on the patient while on support of both impella rp & cp.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery and an impella rp flex inserted via right internal jugular vein in a 73 year old male for bipella support due to acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included an underlying electrophysiologic condition. The patient¿s clinical state prior to initiation of support was scai stage c. Prior to device placement, the patient had intermittent ventricular tachycardia. During the procedure, after impella placement, the patient went into ventricular tachycardiac rhythm. Cardioversion resolved the arrhythmia and transvenous pacing was placed. On day 1 of bipella support, after transfer to the intensive care unit, the patient's bilateral lower extremity distal pulses were unable to be found with doppler. The patient was on 4 pressors at this time. Additionally, a placement signal unreliable alarmed on the rp flex and pulmonary artery waveforms were lost on the automated impella controller. Flows and motor current remained unchanged. On day 2 of support, care was withdrawn and the patient expired. Ischemia and death are known risks associated with impella cp as described in the instructions for use. This event is conservatively reported as tachycardia prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.